Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011 customer reported that fluid was leaking from the low and high pressure regulators in the hydropneumatic system of the dxc 600i instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and could not identify the fluid that had leaked, nor could the fse reproduce the leak. Fse found the 10 psi regulator out of adjustment. Fse replaced the regulator turned on the water to the instrument. Repairs were verified per established procedures.